Manufacturer narrative:
Investigation type : lens work order search. No similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich 13.2 implantable collamer lens of -8.5/2.5/087 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od) on (B)(6) 2022. The lens was implanted; removed intra-operatively on (B)(6) 2022. A replacement lens was not implanted.

Manufacturer narrative:
B5 - corrected to: 'the reporter indicated that a 13.2mm vtich 13.2 implantable collamer lens of 8.5/2.5/087 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od) on (B)(6) 2022. The lens was implanted; removed intra-operatively on (B)(6) 2022. A replacement lens was not implanted." In the initial MDR. H6 - medical device problem code: 1494 (off-label use: acd<3.0mm) should be added to the intial MDR. Claim #(B)(4).

Manufacturer narrative:
B5 - a backup lens was implanted on (B)(6) 2022 but problem was not resolved. Excessive vaulting was reported. Claim# (B)(4).